Event description:
New information states that the device was explanted and replaced on (B)(6) 2018. The patient was in a stable condition post procedure.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Potential early battery depletion was suspected. Further information was requested, but not yet available. The patient was asymptomatic.